Manufacturer narrative:
The reporter's meter and test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using neoplastin. On (B)(6) 2022 at 9:22 a.m., the meter result was 2.8 inr. At 10:30 a.m., the laboratory result was 2.0 inr. No medication adjustments were made based on the meter results. The patient¿s therapeutic range is 2.0 - 3.0 inr. The patient¿s testing frequency is biweekly.

Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."